Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. A revision was performed to reposition the lead but threshold measurements were unacceptable in several positions. The physician elected to remove and replace this rv lead. During the removal process, the helix became stuck and deformed but the entire lead was successfully removed. This rv lead was explanted and replaced. No additional adverse patient effects were reported.